Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a camera that does not focus correctly even though autofocus is enabled and a focus attempt is made; the images are displayed out of focus involving an olympus video system center. There was no patient injury reported.